Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when mixing floseal product, dark spots were discovered in the solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed on the actual sample with the naked eye which revealed a black particulate matter (pm) in the gelatin mixture. The reported condition was verified. The most probable cause of this black pm is from the gelatin processing during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.